Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that water tightness had been lost due to the torn coating on the distal tip. In addition to the findings already reported in b5, scratches were found on the device and the bending section cover adhesive was missing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative to olympus, the coating on the distal tip of the hd endoeye laparo-thoraco videoscope had ruptured. During inspection and testing of the returned device, the bending section cover was falling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Event description:
Additional information was provided regarding this event. The intended therapeutic was completed with the same device. The reported issue was detected in the post-use inspection. No additional anesthesia was required for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.